Event description:
It was reported that the t: slim x2 pump battery would not charge, and the issue led to the pump shutting down. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to plug the wall adapter into a working outlet for 30 minutes, after which the pump began charging using the original supplies.